Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a skin irritation under the electrodes. During a follow up, the patient reported that he received a cream from his doctor and the irritation had completely healed.